Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The submitted log file appeared to show the pump operating as intended. The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with fatigue and fever. Additionally patient was found to be bacteremic on admission. It was found there was no gi bleed or gout. There were no unusual alarms or events seen within the log file. The vad is functioning as intended. This patient was treated inpatient with IV antibiotics and sent home with po antibiotics. No further information provided.

Manufacturer narrative:
1 year & 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the :patient admitted with abdominal bleeding from lovenox and gout intra-articular. There were no unusual alarms or events seen within the log file. The vad is functioning as intended. This patient was treated inpatient with IV antibiotics and sent home with post operative antibiotics. Additionally he will follow up as an outpatient with urology due to chronic condition of blood in urine.